Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed. No conclusion could be drawn as no device was returned. A review of device history records states the product conformed to all requirements and there were no non-conforming reports generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Event description:
It was reported that, on an unknown date, the hand piece for battery powered driver was found to run continuously. It was reported that the device was tested pre-operatively. It was reported that this event did not contribute to death or injury. It was also reported that the device did not malfunction during surgery. No patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).